Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/28/2020 h6 patient codes: 1685, 3189- surgical intervention additional information: d7 additional b5 narattive: it was reported that the patient experienced abdominal pain, abscess, adhesion, discomfort. It was reported that the patient underwent mesh repair on (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: 1/8/2020. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.